Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the thunderbeat surgical instrument's tissue insulation pad was peeling off during a diagnostic laparoscopy for ectopic pregnancy. The procedure was completed with an olympus back up device. There was a delay of less than 30 minutes do to the reported event. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:h2, h3, h4, h6. The device was not returned to olympus for inspection. Based on the results of the investigation a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer information.